Manufacturer narrative:
Product received by zimmer biomet for investigation. It was reported that during an initial total hip arthroplasty, the sales representative noticed that the implant had pierced through both the inner and outer tray of the packaging. The complaint was confirmed in review of the packaging. The state of the returned packaging showed that the breach of the sterile barriers occurred during an extreme drop during the distribution process. As it turns out, a corrective action had already been implemented before this complaint occurred. Biomet has not been using the packaging configuration used with this specific part since 2012. The complaint left biomet conforming because it is not possible for a visible puncture in the inner and outer trays to be sealed at biomet or get past box and label inspection per inspection criteria i00051. Review of complaint history found no additional related issues for this item. Review of device history records found these units were released to distribution with no deviations or anomalies. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported that during an initial total hip arthroplasty, when the sales rep went to get the arcos stem from the staging area, it was noticed that the implant had pierced the sterile packaging. The rep got a different implant to complete the procedure.